Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for two hours and the patient got treated with insulin pump. No further information is available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.